Event description:
I¿ve got nausea, headache, joints sore, problems with respiratory system, extreme fatigue, vision problems, anxiety, cough and throat secretions, my breasts are very sore. My hands are trembling and more.